Event description:
It was reported that the autoclavable camera head had a cut in the cord. The issue occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and bad charged coupled device (ccd) unit a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cut on cable was due to probable causes such as damaged or deterioration of parts due to wear and tear for the additional finding identified during the investigation, no image due to bad ccd unit. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.